Manufacturer narrative:
(B)(4)

Event description:
It was reported that left ventricular lead exhibited high thresholds. The lead was capped and replaced successfully on (B)(6) 2016. The patient was discharged normally.